Event description:
It was reported a perforation with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The transeptal puncture was performed and 8000 units of heparin were administered. A watchman access system was positioned and a 33 mm watchman laa closure device was deployed, but it was too proximal. An imaging sweep was performed and showed a perforation resulting in pericardial effusion with tamponade. Pericardiocentesis was performed and 1000 ml of blood was drained. The patient's activated clotting time (act) was then 158 sec. A 30 mm watchman laa closure device was then deployed. The closure device was positioned well and therefore released. The patient was transferred to the intensive care unit in good condition and has since been discharged.